Event description:
It was reported to philips that the system's c-arm stand did not stop at the work position and kept advancing. The system was in clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) visited system onsite and confirmed that the c arm did not stop at the work position. The review of system logfiles showed that the beam longitudinal current and area were not calibrated. Upon troubleshooting, the fse found that the stand adjustment was not done. To resolve the issue, the fse recalibrated all the settings of longitudinal movement of stand, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.